Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7174048, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7174236, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was in the hospital due to pain caused by the device.